Manufacturer narrative:
(B)(4). Date of event: unknown. (B)(6). Last name of complaint reporter: not provided. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was able to confirm the 2012 error. The fss replaced the ethernet cable, network adapter, advantech board, hard disk and instrument manager to address the error. While on site the fss replaced the sla battery. The fss performed a field service checklist. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a 2012 error occurred with a phacoemulsification machine. There was no patient involvement reported.

Manufacturer narrative:
A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.